Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for an unknown indication for use. It was reported that the patient was in the emergency department and had a baclofen pump. The hcp wanted to know if the pump could be interrogated to see if it was working correctly. The patient's complaint was that "it's not working". No further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the patient was reportedly complaining of pain when she was admitted to the ER. The hcp confirmed that no troubleshooting or other interrogation occurred and the patient was discharged to a medical center. The patient reportedly returned later but was then transferred right away back to the medical center. The hcp had no further information to provide.